Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that time clock on insulin pump continued to advance by ten minutes. Customer also reported of receiving a no delivery alarm. Customer's blood glucose was 287 mg/dl. During troubleshooting for no delivery alarm, customer attempted to disconnect reservoir and tubing, insulin began to leak into insulin pump. Customer was advised that reservoir would be replaced.